Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual evaluation of the product identified that the implant has signs of use, apparent bone / tissue attached to external threads. The implant was fractured at the collar region. Bone loss could not be verified. Summary investigation attached in complaint. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was unknown bone density and placed on a previously allografted site. The reported device had been placed on tooth #14 (universal) for approximately 6 years. X-ray & picture evaluation: x-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (63743942) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63743942) for similar events and no other complaint was identified. Mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (fracture) did occur, and the reported event was confirmed. Bone loss could not be verified. Summary investigation attached in complaint. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Event description:
It was reported the implant was removed on tooth site #14 due to a fracture with bone loss.

Manufacturer narrative:
Zimmer biomet complaint number: cmp-(B)(4). Weight unknown / not provided. PMA/510(k) number: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.